Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that during elective pg replacement procedure impedances were noted on both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.